Event description:
It was reported that this pacemaker exhibited connection issues with the communicator. Technical services (ts) reviewed the device data and noted that this is an advisory device approaching replacement. Ts recommended an in-clinic visit to attempt to establish telemetry. No adverse patient effects were reported. This pacemaker remains in service.